Event description:
The patient presented to the hospital with inappriate shocks due to noise. The device was unable to sense instrinsic r-waves. The noise was confirmed on the electrogram. The physician and the representative believed that there was something wrong in the sensing part of the device. The device was replaced. The lead was tested with the new device and all measurements were normal. The patient stayed about 24 hts. At the hospital after the device was replaced. Not other problems were reported.